Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using an unspecified bd nexiva catheter a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: ¿I have a product concern, floor staff gave me a diffusics catheter that fractured at the hub. Was two days old and it reported it was leaking prior to fracture.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd nexiva catheter a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: ¿I have a product concern, floor staff gave me a diffusics catheter that fractured at the hub. Was two days old and it reported it was leaking prior to fracture.